Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced a blood glucose of 562 mg/dl with vomiting related to persistent occlusion alarms. The reporter stated that the site was checked and the site appeared to be good and indicted that the cannula was not bent. The pump settings were reviewed and confirmed that the sensitivity setting was on low and the delivery speed was normal. The patient was reportedly restarted on the pump during the hospitalization and the pump continued to alarm for occlusions. This report is made based on the allegation that the patient was hospitalized for hyperglycemia associated with persistent occlusion alarms.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/04/2014 with the following findings: during investigation, the pump history was reviewed and showed the last basal delivery was on (B)(6) 2013. The black box and alarm history showed multiple occlusion alarms due a high force on the reported event. The total daily dose added up correctly and equaled the programmed basal target. The pump powered on and displays verify screen. The ez-prime steps were performed successfully. The force sensor calibration was within specifications. The pump was primed and exercised for 24 hours with no occlusions occurring during testing. A delivery accuracy test was completed successfully. The pump¿s cover was removed and no intermittent condition was found to the force sensor circuit. The issue of occlusion alarms reoccurring was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.